Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, when the nurse was arming the first clip, and closed the lever, the jaws blocked, and didn't open again. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90n97. The analysis results found that the er420 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and no clips were fed into the jaws even though the device was being actuated in several occasions. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken. Therefore no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.